Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not exhibit any damage; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits moderate detritus adhesion; the fiber was tested with hene laser fixture, aim beam is present at fiber output window. Probable root cause: the complaint of "fiber damage" could not be confirmed; a cap wear was observed. Based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that the "fiber failed; stopped with message laser fiber max check for damage". The physician converted to an alternative method (turp) to complete the procedure. Additional information not reported. There was no patient injury reported.